Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's stimulation first began to fluctuate when she would make positional changes and then she did not feel stimulation sensation. There was no known accident related to the onset of the symptoms.